Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead the device was evaluated by a zoll representative at the customer's site. The customer's report was not replicated or confirmed. The device was put through extensive testing including functional testing, ECG, and defib testing without duplicating the report. The device was recertified. No trend is associated with reports of this type.